Manufacturer narrative:
Findings: no unexpected rf pic failed self-test alarms or reset anomalies noted during testing. Unit passed pump self-test, off no power test, displacement test, rewind test, basic occlusion test, prime test, occlusion test and excessive no delivery test. The operating currents were in specification. Constant unexpected restart alarms during battery changes due to faulty on c13 interface board noted. Cracked case at display window corners noted. Minor scratches on lcd window, cracked reservoir tube lip, cracked reservoir tube window, cracked reservoir tube, cracked battery tube threads, broken belt clip slot, stained end cap sticker and cracked lcd window. Moisture damage on all electronic assemblies noted. Corrosion on motor assembly noted.

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was 299 mg/dl. Customer stated that there is crack from the screen to the batter cap. The customer was advised to discontinue use of the device and revert to backup plan. Customer was advised that the device would be replaced. The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 299 mg/dl. The customer was treated for high blood glucose with manual injection. Customer declined to troubleshoot for high blood glucose due to time crunch.